Manufacturer narrative:
Additional information: a service history review revealed that no similar events occurred on this machine. The device was not made available and therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the prismaflex control unit shut down with an unspecified general system failure alarm during treatment on a pediatric patient. It was reported the screen went blank and all pumps stopped. The pediatric patient was disconnected with a blood loss. The treatment was terminated without returning the extracorporeal blood to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.